Event description:
A malfunction was reported with the pump after it was accidentally dropped and hit the floor. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was provided with a replacement pump equipped with updated software. Instructions were given on returning the faulty pump within 10 days to avoid charges and to program the settings and connect their continuous glucose monitor to the new pump.